Manufacturer narrative:
Patient city: (B)(6). Patient country: spain.

Event description:
Unomedical reference number (B)(4). Event occurred spain. On (B)(6) 2024, it was reported that the infusion set needle got stick during needle disposal. The patient did not receive any medical treatment because of needle stick advised to remove infusion set and replace. No further information available.